Event description:
It was reported that the patient experienced inappropriate shocking from oversensing due to noise, which was found on an egm. The sensor integrity counter (sic) recorded a total of 6,851 times. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.